Manufacturer narrative:
"The date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges a wheel locked up and was stranded out in public. Called 911 for help.

Manufacturer narrative:
A field service technician replaced the transaxle and drive wheels. Unit is working properly.

Event description:
Alleges a wheel locked up and was stranded out in public. Called 911 for help.